Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. The patient stated that they were sleeping when the alarm occurred. When they were going to disconnect, they realized that they were no longer connected to the patient line. The connection did not seem defective and just looked like it came unscrewed. The patient closed clamps and cycled the power on the device to clear the alarm. The technical service representative explained the alarm. The patient was ending the therapy for the night. During the follow up, the patient clarified that there wer no issues with the transfer set and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the line had become disconnected which is a known cause of the reported alarm. The cause of the disconnection could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.